Event description:
An aneurx stent graft was implanted in a patient for endovascular treatment 3 years ago. It was reported that originally the patient was treated with an aneurx iliac limb (no medtronic bifur was implanted) for a pseudoaneurysm which developed as a result of a previous aorto-bi-femoral graft on the left side. Films were reviewed which showed what look like a fabric tear, jet on CT coming from the aneurx iliac stent graft. There was no kinking, no turns and the graft looks normal. The stent graft was relined with a 16 x 16 talent limb and successfully resolved the endoleak. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak).